Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) evaluated the iabp unit and replaced both datasettes. The iabp functioned ok and was cleared for clinical use. (B)(4). The initial reporter named is a getinge employee whose contact details are: email address (B)(6); which differs from that of the event site.

Event description:
It was reported that a problem occurred with turning on the cs100 intra-aortic balloon pump (iabp) after replacement of the datasettes following a field action. The iabp did not start; and presented a black screen and a steady alarm signal. It was suspected that the problem was with the mainboard/datasettes. There was no patient involvement; thus no adverse event was reported.